Event description:
The device was used to deliver an elective cardioversion. The device reportedly did not discharge properly on the first two attempts however the third attempt was successful. There were no adverse effects to the pt as a result of the reported event. The pt's details were not reported.